Event description:
Boston scientific received information that this left ventricular (lv) lead was oversensing atrial activity which inhibited bi-ventricular pacing. Technical services (ts) discussed adjusting the sensing vector to try to mitigate this sensing issue. An alert was also issued for low lv pacing percentage. A review of daily measurements revealed that there was a large decline in lv impedance, correlating with when the sensing issue began. It was later reported that the lv lead had dislodged. The lead was explanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this event will be reopened.